Event description:
On (B)(6) 2009, the pt's mother reported that approximately 5 days ago the plunger of the insulin cartridge became stuck to the piston rod of the pt's infusion device and insulin spilled into the cartridge compartment. She stated that an e10 (cartridge) error was displayed on the infusion device during piston rod retraction and the device would not reset. She stated that the e10 had also been displayed prior, but she was able to clear the error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.